Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following device system implant, this right atrial (ra) lead as found to have perforated the right atrium. This lead remains in service as surgical intervention was determined to be too risky for this patient. No additional adverse patient effects were reported.